Manufacturer narrative:
Initial reporter phone number: (B)(6). Initial reporter fax number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 2 days after placement the catheter fell out during placement on the ward, cracks were present in the balloon section, there is no indication that any parts remained inside the body, items that may have come into contact with the balloon and catheter placement for surgery.